Manufacturer narrative:
Corrected information provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a defect in the silicone part of the cassette was confirmed and it caused leakage during set up for cataract surgery (with intra ocular lens implant). The surgery was performed and completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The used pak was visually inspected. The entire pump elastomer detached from the cassette pinch plate. No abnormality was observed from the pump elastomer or the cassette pinch plate. Based on the returned condition, there is a potential the customer received the cassette with an elastomer that was not seated securely onto the pinch plate of the cassette. The elastomer lift during set up will result in the customer's experience. The root cause of the customer's complaint was the alignment of the elastomer on the pinch plate. Based on analysis of the sample, the elastomer was not seated properly on the pinch plate during the manufacturing in the assembly process. Action will not be taken for this occurrence. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).